Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and discussed stored data as well as available troubleshooting options. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and discussed stored data as well as available troubleshooting options. This electrode remains in service. No adverse patient effects were reported. Additional information received indicates that the electrode for this s-ICD system is superficial as confirmed by x-ray imaging, so a revision was recommended by ts. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Adverse event or product problem (b1) in section b, adverse event/product problem. Impact codes field (h6) in section h, device manufacturers only. Device codes field (h6) in section h, device manufacturers only. Bsc aware date field (g3) in section g, all manufacturers.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and discussed stored data as well as available troubleshooting options. This electrode remains in service. No adverse patient effects were reported. At a later date, the patient was examined, with x-ray imaging performed and no further issues were reported. This device remains in service. No adverse patient effects were reported. Additional information received indicates that the electrode for this s-ICD system was suspected to be fractured due to it exhibiting noise on its primary vector. This device remains in service. No adverse patient effects were reported.